Event description:
The customer reported that the device door latch was missing and the door cannot close properly. The device was returned to the pharmacy from the clinical area for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming or event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. Although requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.